Event description:
Customer reported to sales representative that suture broke prematurely when tying knots during incisional hernia repair. There are no reported adverse pt consequences related to this event. Surgeon utilized another suture to complete the procedure.